Event description:
Following implant, it was confirmed that the catheter was dislodged. The pump was filled with drug, but the pump had not been started yet. A revision was planned. It was later reported that the physician resolved the issue; no add'l details were provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).